Manufacturer narrative:
Ge healthcare recommended replacing the flow sensors. No report of patient involvement.

Event description:
During servicing of the machine, the gehc service representative noted the flow sensor diaphragm was stuck to the top of the housing in a spare flow sensor module. There was no report of patient involvement.